Event description:
It was reported that the physician was trying to screw the lead into the connector but the setscrew was not turning. When the physician removed the screwdriver, the setscrew came out of the header and could not be re-inserted. The physician implanted a different device and this device was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.